Manufacturer narrative:
An event regarding periprosthetic fracture, pain & revision involving an triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: device was not returned however, inspection of provided explanted images shows some blood stains on device. Nothing else can be determined from the explanted images. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Inspection of provided explanted images shows some blood stains on device. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient sustained a fall approximately a year ago. He visited dr. (B)(6). He noted there was evidence of a fracture. The patient had several health issues and was not scheduled for surgery. He was braced and subsequently healed but still complained of pain. He was revised to a total knee on (B)(6) 2016. The surgeon noted the implants were in good condition with no noticeable wear. He was successfully revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient sustained a fall approximately a year ago. He visited dr (B)(6). He noted there was evidence of a fracture. The patient had several health issues and was not scheduled for surgery. He was braced and subsequently healed but still complained of pain. He was revised to a total knee on (B)(6) 2016. The surgeon noted the implants were in good condition with no noticeable wear. He was successfully revised.